Event description:
It was reported the customer would receive a no delivery alarm when their fill tubing reaches 2.7 units. The customer stated they had changed out their infusion set, but the alarm was recurring. The customer's blood glucose was 248 mg/dl. The customer also declined to troubleshoot for the recurring alarms. Customer was advised to revert to a back-up plan as their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).